Manufacturer narrative:
The device/devices were not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. The number of devices associated with this report is unknown therefore only 1 report is being submitted. UDI number: the di and pi numbers are unknown as the part number and lot number were not provided.

Event description:
Complaint handling was made aware of the following information which was noted in an email from (B)(6) 2014 which was discovered during an internal quarterly post market surveillance review: there was an additional poster abstract on mynx, a head-to-head comparison with another manufacturer's device. Poster abstract: active versus passive anchoring vascular closure devices: a safety and efficacy comparative analysis: 2008-2014. · other manufacturer's device = 2,910, · mynx n = 1,164, · pci only. Safety assessed by: · vascular injury (perforation, dissection, acute limb ischemia, av fistula, pseudo w thrombin, surgical repair). · access site bleed (hemoglobin drop >3 g/dl req. Transfusion, rpb, hematoma >5cm). Conclusions: the authors concluded that the other manufacturer's device and mynx appeared to be equally efficacious vcds following pci, and that passive anchoring systems (i.e. Extravascular) may prove desirable as no intra-arterial anchor remains upon device removal. Table 3: outcomes - overall population. Other manufacturer's device (n=2910), mynx (n=1164). P value: safety vascular injury: 0.3%, 0.8%, 0.09. Access site bleed: 1.9%, 1.4%, 0.8. Composite safety: 2.3%, 1.5%, 0.6. Efficacy device failure: 7.5%, 8.7%, 0.4. Table 4: outcomes - acs population: other manufacturer's device (n=981), mynx (n=319,) p value. Safety vascular injury: 0.5%, 0%, 0.58. Access site bleed: 3.0, 4.1, 0.66. Composite safety : 4.1%, 4.2%, 1.0. Efficacy device failure: 8.8%, 9.2%, 0.89. Conclusions: other manufacturer's device and mynx appeared equally safe and efficacious following pci. · neither device proved as efficacious in the acs population as compared with the non-acs population. · the passive anchoring system may prove desirable as no intra-arterial anchor remains upon device removal.